Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self-test and off no power test. No blank display noted but the device was received with button error alarm due to corroded keypad traces. The device also had a cracked case display window corner and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display went blank. She stated that the display was not blank less than 30 seconds and was not blank at the moment. The customer confirmed that the battery cap did not have damage or corrosion. She also reported that the insulin pump alarmed button error. Blood glucose value was 91 mg/dl. She stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.